Event description:
Physician was attempting to deploy one endeavor resolute drug-eluting stent to a lesion in the lcx with 80% stenosis, lesion was predilated but the stent could not cross due to severe calcification. A new stent was used to complete procedure. Evaluation summary: the distal tip was flared and damaged. There was no damage evident to the hypotube, transition tubing or distal shaft. Crystallized residue was still visible within the distal shaft and the balloon folds. Stent was not returned on balloon however crimp impressions were still evident. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: failure to deliver. Lesion morphology. Conclusions: lesion morphology. Failure to deliver. (B)(4).